Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a cassette was damaged. The patient reported that when the cassette was removed from the packaging, they observed that the hard plastic material inside of the cassette housing component was shattered. The patient did not use the product for peritoneal dialysis. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device evaluation was completed. A visual inspection was performed with no issues noted. Functional testing was performed which included leak testing, clear passage testing and clamp function testing. The sample was also run on the homechoice machine in simulation of therapy. All functional testing completed with no problems noted. The device met product specifications and the reported event of damage could not be verified. Should additional relevant information become available, a supplemental report will be submitted.